Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency - urge incontinence. It was reported that "before when they had to use the bathroom it was painful and they would get a panicky feeling like they need to use the bathroom right this minute." Patient said "they tried to raise it to 2.3 but when they had to go to the bathroom their rectum was painful and couldn't urinate. 2.0 is the highest they can get on the left side. No further patient complications are anticipated or expected as a result of this event.